Event description:
It was reported that the pump touch screen was pixelated. The customer¿s blood glucose (bg) level was displayed as "low" and also experienced a bg level displayed as ¿high. Customer consumed carbohydrates to address low bg and administered a manual insulin injection to address high bg. Reportedly, customer continued using pump for insulin therapy.